Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal suj outer (psuj) was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 32100 was found indicating an ac hardware current/voltage monitoring fault on armnet 1 suj proximal, from the axes controller setup (acu) board, and error 32099, indicating a half-bridge driver error on ac_1a, confirming the faults occurred in the field. Visual inspection revealed no physical damage related to the event. When installed on a golden system, the unit triggered error 32101 (high-side switch error), and on the patient side cart fixture test platform (pftp) it failed to release horizontal and vertical brakes. After replacing the acu board with a golden unit, the system passed testing, and aba testing verified the acu as the source of the reported event. The complaint was confirmed and replicated based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical issues from a faulty acu board located on proximal suj outer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced reported problem. Proximal set up joint (psuj) replaced on armnet 1 to correct reported problem. System tested and verified as ready for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted proxima gastrectomy surgical procedure, user informed the technical support engineer (tse) that recoverable faults 32100 and 32099 occurred on arm1 during surgery. The user was instructed to perform a power cycle on the system, which did not resolve the issue. A hard power cycle of the patient side cart (psc) was then attempted, but the faults persisted. The user disabled arm2, which cleared the errors, allowing the surgery to continue with three arms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.